Event description:
It was reported that a malfunction occurred on the customer's pump, with no notable events preceding it. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions to reset the pump, which resolved the issue, and the customer was advised to continue using the pump and to contact support if the malfunction recurred.